Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection-early onset" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection-early onset.

Event description:
Healthcare professional reported "infection". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a4, a5, a6, b2, b3, b5, b6, b7, h6.

Event description:
Healthcare professional reported right side "infection". Device has been explanted. Healthcare professional later reported infection culture results as "staphylococcus aureus (scant growth), rare gram-positive cocci in pairs" and a history of smoking in the patient. Upon further review of the information by abbvie medical safety, it has been determined that the event of "infection" is not related to the device. This record is no longer reportable to the FDA and will be un-reported.